Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files was not performed since log files were not provided for analysis. On-site inspection of the driveline cable revealed damage to the previous repair and discoloration of the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware had initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted under the internal investigation, the most likely root cause of the driveline sheath damage may be attributed to excessive uv exposure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was seen in the clinic for a routine visit and it was noted that his previous driveline sheath repair was damaged near the strain relief and needed to be redone.  The initial driveline sheath repair was conducted by the site. A driveline sheath repair was subsequently performed by heartware clinical engineer, beginning at the strain relief.  Previous tape was removed. Final length of driveline repair was approximately 12 inches. The event was not associated with any controller alarms or pump stops. There were no reported consequences or impact to the patient. Service report form and pictures were provided.